Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges injury, degenerative pain, soreness, and difficulty walking.  Doi: (B)(6) 2010; dor: 2018; right hip. Patient is bilateral. See (B)(4) for the left hip.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges hearing loss. After review of medical records, there was no revision otes provided for the right hip. Clinical nptes reported of hematomas and osteomyelitis. Updated patient details, account name, facility name and unknown liner and head in impacted products. Doi: (B)(6) 2010, dor: jun. 26, 2018, right hip.